Event description:
It is reported that the unit doesn't pass the downstream pressure test; the alarm is triggered before the pressure reaches 0.85 bar. Downstream pressure sensor changed, device passed the downstream pressure sensor test. No further information has been provided. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. This complaint was registered from a service report submitted by the customer. The replaced "downstream pressure sensor kit" was received at brézins for further investigation. A visual control was performed and nothing to notice. Fv'investigator cross tested the "downstream pressure sensor kit" with volumat tester to verify the claim. The analysis shows that the back pressure was unstable and out of tolerance due to a faulty sensor. Therefore the reported event has been reproduced and is confirmed. The reason for the failure is due to a weakness in the sensor component itself, which results in an unstable and low back pressure value. A CAPA was opened for defective pressure sensor. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.